Manufacturer narrative:
(B)(4): info unavailable. The device was not returned.

Event description:
It was reported that post-implant a laparoscopic realize gastric band, the band slipped. The pt developed symptoms of nausea and vomiting. The slippage was detected under fluoroscopy. The device was explanted the same day with no reported impact to the pt. The device was discarded. The pt had multiple adjustments with a total of 5cc in band.